Event description:
The patient contacted animas on (B)(6) 2012 reporting that the meter remote attempted to deliver 10 boluses over a 3 minute period. The patient stated that the issue was first noticed when the pump vibrated as if it were delivering a bolus. The pump history indicated 8 programmed boluses for 0 units of 0 units. The patient denied programming the boluses and reported that the meter remote was in a backpack at the time. This report is made based on the allegation that the meter remote delivered multiple zero unit boluses without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the meter history indicated multiple aborted boluses on (B)(4) 2012 between 3:13 pm and 3:16 pm. The meter was paired with a test pump and was exercised for 24 hours. No unprogrammed boluses occurred during testing. Boluses via the meter remote were performed successfully and accurately recorded in the pump history. There was no defect found on investigation.